Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional informational provided: (B)(6) 2018 - patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the direct hernia was identified and teased away from the cord structures and tacked to perfix plug (device #1). The contents were reduced and sutured. The mesh overlay was trimmed and placed beneath the cord structures and sewed to transversalis and inguinal ligament." (B)(6) 2019 - patient was diagnosed with recurrent incarcerated direct inguinal hernia on the right and incarcerated left direct inguinal hernia thereby underwent laparoscopic robot assisted repair with implant of 3dmax mesh (right - device #2 and left - device #3). Per operative notes, ¿on right side, an old plug (device #1) was encountered. The direct inguinal hernia appeared to be recurred and incarcerated, the contents were reduced, freed up and placed with 3dmax mesh (device #2) and secured. On left side a large direct inguinal hernia was incarcerated. The contents were reduced, freed up and placed with 3dmax mesh (device #3) and secured it in place." Attorney alleges that patient had pain, hernia recurrence and emotional injuries.